Event description:
Three days before calling MFR, pt noticed a low reading of 'around 50". The next day, pt tested bg again and got 2 mg/dl, 6 mg/dl, and 43 mg/dl within 10 minutes of each other with a difference of 23%. Pt "did not have any symptoms, but just felt a little low". Pt called their dr and the dr decreased pt's insulin nph set amount from 15 units in a.m. To 12 units and from 10 units in p.m. To 6 units. Pt also stated that they had a lab test done 1 month prior to calling MFR and the result of that test was 80 mg/dl. Pt's dr was concerned about the low bg and so "the dr was watching the bg". When pt called the dr about the low readings, dr decreased pt's insulin amount over the phone. Pt called MFR the next morning since they were concerned about the low readings they were getting on the meter. Since pt had used up the last test strip, the ccr was unable to troubleshoot the meter or if the test strips were expired. Ccr sent pt a new test strip holder and some qc supplies. Pt thinks it was the test strip holder because when they changed to the new one, the control solution and check strip passed (it did not pass with the "old plate"). Went over the cleaning and qc recommendations and procedures with pt.